Manufacturer narrative:
Concomitant medical product: d334trg ICD implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that at the time of the patient¿s generator change the physician stated that the right ventricular (rv) lead thresholds have increased over the past three months. The new device was reprogrammed for the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.